Event description:
On (B)(6) 2014, a distributor contacted animas stating that a pump was unable to power on. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/21/2014 with the following findings: review of the black box data did not reveal any unexplained power on reset events. On investigation, the pump powered on normally with the returned battery cap in place. The pump was exercised for 24 hours without any interruption in power or emission of alarms. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the alleged power issue.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).